Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Corrected data: g3- initial report aware date: 21-jun-2021.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self test. Customer reports false positive via social media. The user reported: "our test came back positive for my (B)(6) year old daughter who had a cold. Took her to pediatrics that same day, lab test ordered, 3 days later we got the correct negative results." No additional information was reported.